Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, prior coronary artery disease, prior stroke, and atrial fibrillation. Some of the complications reported were transient ischemic attack, obstruction (transient circumflex artery compression), residual shunt (peri-device leak) and device related thrombus. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Article title: steerable delivery sheath for left atrial appendage closure in patients with severely enlarged left atria.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: steerable delivery sheath for left atrial appendage closure in patients with severely enlarged left atria. D4 - the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "steerable delivery sheath for left atrial appendage closure in patients with severely enlarged left atria", was reviewed. The article presented a prospective, single center study to assess the feasibility of steerable delivery sheath (sds)-assisted procedures and compare their efficacy to the standard sheath strategy. Devices included in this study were amplatzer amulet, amplatzer steerable delivery sheath, and amplatzer torqvue delivery sheath. The article concluded that severe left atrium (la) enlargement was frequent among left atrial appendage closure (laac) candidates. In this situation, the use of sds appears feasible and safe, leading to more efficient closures on follow-up imaging without a higher risk of periprocedural complications. [The primary and corresponding author was nicolas amabile, cardiology department, institut mutualiste montsouris, paris, france, with corresponding email: nicolas.amabile@imm.fr]. The time frame of the study was from january 2019 to march 2023. A total of 47 patients were included in this study, with 25 in the standard group and 22 in the sds group. In the standard group, the average age was 84 years and the majority gender was male. For the steerable group, the average age was 83.4 years and the majority gender was male. Comorbidities included hypertension, diabetes, prior coronary artery disease, prior stroke, and atrial fibrillation.